Manufacturer narrative:
An event of thrombus was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The information provided is from the japanese journal of portal hypertension, 2018. Vol. 24 (3). In case one of this article, a (B)(6) patient was under treatment for c-type cirrhosis of the liver and hepatocellular carcinoma (hcc). The patient suffered from the repeated disorder due to hepatic encephalopathy. On an unknown date, the patient's left ovarian vein had a shunt, so an amplatzer vascular plug (model unknown/avp) was implanted using the right femoral vein. During follow-up, a vein shunt was observed from the right femoral vein after placing the avp. In case two of this article, a (B)(6) man had radiofrequency ablation performed for his c-type cirrhosis of the liver and hcc. During follow-up, hyperammonemia was observed, so embolization was performed. Shunts in the paraesophageal vein and splenic kidney were observed, so an avp (model unknown) was implanted for each shunt. After surgery, thrombus was observed and anticoagulation therapy was required, but liver function of the patient improved.